Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they see dashed when trying to set up a temp basal. The customer's blood glucose level was 36mg/dl. The customer treated the low with food. The customer declined to troubleshoot for low levels. No further assistance provided at this time.